Event description:
It was reported that the brake on rollator is too close to the wheel, and rubs against it during use.

Manufacturer narrative:
It was reported that the brake on rollator is too close to the wheel and appears to be rubbing against it during use. Customer gets stuck while using it causing customer to trip. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.